Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the pump¿s alarm history showed that cs 052, 054, and 012 call service alarms were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was able to be secured to the pump and was used to complete all testing. The complaint that the display screen was blank was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was noted that the pump's audio tones functioned appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.